Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbial contamination. The distal end, biopsy/suction channel, air/water channel, and auxiliary channel were sampled. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found the air/water cylinder was discolored, the suction cylinder was discolored, the insulation resistance at the distal end was out of standard due to a scratch on the distal end cover, and the adhesive on the bending section rubber was stained. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the evis exera ii colonovideoscope had a defective suction channel and tested positive for e. Coli. It is unknown which channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture report was not shared, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is enzymreiniger - gigazyme and the automated endoscopic reprocessor (aer) used is edt4. The air/water channel and auxiliary channel were aspirated and flushed with water. The aer detergent is endo det plus and the aer disinfectant is endo dis. The manual detergent is enzymreiniger gigazyme and no manual disinfectant is used. The instrument/suction channel, suction cylinder, and instrument channel port were brushed using doppelreomogungsburste der firma mtw manual brushes. The storage practice is using a simple drying cabinet with the scopes hung vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: